Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a complex prolapse and continence surgery with tension free vaginal tape, anterior and posterior vaginal repair and sacrospinous hitch procedures performed on (B)(6) 2011 to treat prolapse and incontinence. As reported by the patient's attorney, after the initial placement, the patient experienced urinary retention and discomfort. The patient underwent revision surgery involving posterior division of tape on (B)(6) 2011. Subsequently, on (B)(6) 2012, the patient had re-insertion of a tension free vaginal tape and due to severe voiding dysfunction, the physician checked the urethra via cystoscopy and found no abnormality. The reason for voiding dysfunction was the patient's "detrusor tone". Suprapubic catheter was inserted. The patient was at high risk of delayed post-operative recovery of voiding. Boston scientific has been unable to obtain additional information regarding the event to date.